Event description:
Could not pass anything through the catheter, either was too small or blocked, a second sheath was opened and worked as expected. Manufacturer response for flexor ureteral access sheath, flexor ureteral access sheath (per site reporter): manufacturer provided rga# and product return packaging.